Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer experienced a non-recoverable fault with the robot during a case, leading to a system restart. The system was restarted, allowing the procedure to continue without further available information. Subsequently, during another procedure, the system unexpectedly shut down, prompting a system restart and reseating of instruments. The procedure continued as planned, with error logs indicating error 31089 on the tower common compute controller (ccc), suggesting potential issues with the internal fiber cable or ccc. The procedure was being completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. The issue could not be confirmed via lighthouse as it is not associated with an error code. The ccc was visually inspected, and no issues were found. The unit was taken to a programming station, where it was connected and confirmed to be bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.